Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 1/4 expansion, the valve was co nstrained at 4 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc) with moderate paravalvular leak (pvl). Upon full deployment the valve dislodged upward to 2 mm on the ncc and 4 mm on the lcc. The valve was 3/4 expanded with a fold in the frame and a 1 mm gap from the frame to the lcc. A post balloon aortic valvuloplasty (bav) was performed expanding the frame and resolving the fold. The valve inflow shifted during inflation of the post bav and was at -3 mm on the ncc and 1-2 mm on lcc with mild-moderate paravalvular leak (pvl). A second valve was implanted valve-in-valve reducing the pvl. The patient anatomy was reported to have annular calcification extending from the lcc 14.1 mm into the left ventricular outflow tract (lvot). No adverse patient effects were reported.